Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up in backup vvi mode. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced successfully.